Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged cancer. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged cancer. Medical intervention was not specified by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of visible foam particles. The technician confirmed there were no particles in the air path. During the evaluation, there were no secondary findings and no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer later, an addendum to this final report will be filed. Evaluation method code, evaluation result code and conclusion code have been updated.